Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the retaining sleeve broke during surgery. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Magnum manufacturing center manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6698483. The suppliers certificate of compliance (dated june 25, 2011) indicates the parts were manufactured to p/n 03.632.036, revision g and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number ns035211, revision l (dated june 28, 2011). There were no mrrs, ncrs, or other complaint related issues associated with this complaint. Date on the initial submission should have been (B)(4) 2013. Placeholder.

Manufacturer narrative:
The threaded tip of the inner sleeve is broken on the very distal tip; otherwise the inner shaft is in good condition. Magnum manufacturing manufactured the locking holding sleeve long ¿ for matrix. Due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position. This device is for treatment, not diagnosis.